Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer was connected while running a fixed prime of 2.0 units of insulin. The infusion set had a slightly bent cannula. The customer received meter blood glucose now alarms and the insulin pump would not allow the option to update the sensor. The customer's blood glucose level was 307 mg/dl. Customer is not returning the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.